Event description:
Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Specifically, 12 of the 22 intracochlear electrodes could not be programmed. Explantation/reimplantation surgery was successfully completed on 11/2004.

Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.